Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample could not duplicate the customer's result. The customer stated that sample 3 was provided for investigation, but the investigation results correspond to the customer's result for sample 1. Further clarification was not possible with the available information. A specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys troponin I stat immunoassay (tnistat) on a cobas e 411 immunoassay analyzer (e411). The results did not match the clinical picture of the patient. All results were reported outside of the laboratory. The patient went to the emergency room for chest pain. A first sample was collected from the patient and tested for tnistat, resulting as 0.28 ug/l (the cutoff range for acute myocardial infarction is > 0.3 ug/l). A second sample was collected from the patient and tested for tnistat, resulting as 1.06 ug/l. A third sample was collected from the patient and tested for tnistat on (B)(6) 2017, resulting as 1.49 ug/l. After these results, the clinicians decided to do further diagnostic testing on the patient. Angioplasty was performed on the patient. The clinicians then determined that there was no acute myocardial infarction risk to the patient and that angioplasty would not have been necessary. No adverse events were alleged to have occurred with the patient. The serial number of the e411 analyzer was asked for, but not provided.